Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The 85% stenosed lesion was located in a fistula within the mildly tortuous subclavian vein. The physician advanced a 10mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to 14 atms and ruptured on the first inflation. The balloon was removed intact. The procedure was completed with a 10mmx4mm non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon material was fully deflated. Closer examination noted that it was torn longitudinally for a distance of approximately 58mm from 6mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. Examination of the hub of the device and the strain relief noted that it was severely damaged as though it was dragged along something causing severe markings along the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 1546 relates to component code # 419. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The 85% stenosed lesion was located in a fistula within the mildly tortuous subclavian vein. The physician advanced a 10mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to 14 atms and ruptured on the first inflation. The balloon was removed intact. The procedure was completed with a 10mmx4mm non-bsc balloon. No patient complications were reported and the patient's status was good.